Event description:
Received information indicating a pt developed acanthmoeba keratitis. Initial information from medical record notes the patient inserted a fresh lens the day prior to visiting the clinic and eye was red and irritated by afternoon. The pt continued wearing lens in question the following day. The patient was seen by an optometrist and was referred to west virginia university eye institute. The patient was found to have od injected, 2+ bulbar conjunctiva. Pannus formation 360 degree. Multiple infiltrates noted od, inferior cornea. Impression: "contact lens overwear od with small infiltrates od. Tx: vigamox qid od, stay out of cl, return to clinic on monday 8am. Upon follow-up the pt had 3+ bulbar injection od. The pt was noted to have radial perineuritis od. Note states "impression: acanthmoeba keratitis od. The pt was treated with phmb 0.02% q1 hour while awake, chlorhexidine drop q1 hour (boston original solution), neosporin oint at bed time. In 9/04 note stated the epithelium was intact. Brolene added to treatment regime. Patients va 20/20-1 od with new glasses. One month after the event date, not in record indicates "marked decrease in radial perineuritis", "1st signs of improvement" two months later, record notes subepithelial infiltrates od, fading perioneuritis od. Chlorhexidine and phmb reduced to qid and neosporin oint d/c. Treatment continued and in 05/05, note states "acanthamoeba keratitis resolved od with residual stromal scars, mild." Visual acuity with correction od 20/20 -2. Final notes on 05/2005 notes the patient is wearing contact lenses for school and sports. The patient's vision is good and patient has no eye pain or irritation.